Event description:
Medtronic received information that prior to implant of this transcatheter bioprosthetic valve, the valve load was good with no misl oad observed. Percutaneous subclavian approach was used and a pre-implant balloon aortic valvuloplasty (bav) was performed with a 22 mm non-medtronic balloon. On the first deployment attempt to position the valve, it was slightly high and the valve was recaptured. On the second deployment attempt, infolding and paravalvular leak (pvl) were detected. The valve was recaptured again. A third deployment attempt was made and the infolding was observed to be worse and the implanting physician decided to release the valve and planned to perform a post bav. Once the valve was released, the valve dislodged upwards and embolized into the sinotubular junction. Aortic insufficiency was observed and the patient's blood pressure dropped. Asystole occurred and the patient went unconscious. Cardiopulmonary resuscitation (CPR) was ongoing with lucas chest compression system. A new valve was loaded and implanted in a good position. A post-bav was performed with a 26 mm non-medtronic balloon to resolve the paravalvular leak (pvl). Blood pressure recovered but the patient remained unconscious due to anesthesia and later recovered. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Eval code method and eval code conclusion conclusion: the device history record for the complaint device was reviewed and showed the device met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Procedural images for this event were submitted to medtronic for review, the excerpt from the image subject matter expert (sme) report follows: per the image review report, no images or videos were provided to confirm the good valve load that was stated in the event description. No videos or images were provided showing the balloon valvuloplasty¿s. A video was provided that confirmed the first transcatheter aortic valve (tav) was deployed to less than 80% and an infold was clearly seen. No videos show the actual releasing of the tav, but it should be noted that according to medtronic valve best practices the tav should not be deployed if an infold is discovered at any point prior to the point of no recapture. If an infold is visible, it is best practice to recapture the tav and withdraw the system from the body and get a new tav, delivery catheter system (dcs), and loading system. In this case, upon deployment of the noted tav with a clear infold throughout the tav frame, the valve did show to be in a good position with the inflow just below the native aortic valve annulus. A subsequent video shows the tav inflow now above the native aortic valve annulus. According to best practices, if the tav has migrated to a point where the tav inflow is clearly shown to be above the native aortic valve annulus, it is recommended to attempt to snare this valve to a higher position in the ascending aorta where the inflow has less risk of causing reduced coronary artery perfusion and/or occlusion. At this point in the procedure, it was decided to place a second tav within this first tav in a position just below the native aortic valve annulus. A second tav was successfully placed in this position and the event description stated that a post implant aortic valve balloon valvuloplasty was performed with no additional adverse patient effects reported.¿ paravalvular leak/aortic regurgitation can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. No images were provided to confirm the degree of paravalvular leak/aortic regurgitation or the cause of this event. Based on the available information, we are unable to conclusively determine the cause for this report. Valve frame under-expansion can be affected by multiple factors such as patient anatomy (e.g., calcification location and levels) and procedure related factors (e.g., valve positioning). Valve frame infold events are typically related to patient anatomical factors (i.e., calcification level, lvot anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading, deployment or recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. In this case, an infold was confirmed per the image review report. Based on the available information, a conclusive cause cannot be determined. T here was no information to suggest a device quality deficiency was related to this event. Potential factors that can influence a dislodged valve include tension applied on the dcs during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. The image review confirmed that the tav inflow is clearly shown to be above the native aortic valve annulus. Per the physician, moderate calcification may have contributed to the dislodgement. However, a conclusive cause could not be determined from the information available. Dislodge events are typically not related to a device malfunction. This event does not allege a device malfunction occurred. Hypotension is a known potential adverse effect per device instructions for use (IFU). It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally functioning device or model implant procedure. It was reported that the severe aortic insufficiency noted caused the drop in blood pressure. A variety of factors can contribute to the onset of asystole, and a conclusive cause could not be determined from the limited information available. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that upon the first deployment attempt, the valve was well expanded. On the second deployment attempt, the valve appeared constrained and infolded. Moderate paravalvular leak (pvl) was noted during the second deployment attempt. Severe aortic insufficiency was noted which caused the drop in blood pressure. The first valve was implanted at a depth of 4-5 mm. The second valve was implanted at a depth of 8-10 mm. Following implant of the second valve, mild pvl was noted on the left coronary cusp (lcc). Per the physician, moderate calcification may have contributed to the dislodgement. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.